Event description:
During routine inspection performed by our distributor a foreign material was found on a vascular graft. Therewas no patient injury as the device never reached the hospital.

Manufacturer narrative:
The complaint device was inspected by the qa/qc manager, who confirmed the presence of a small brown spot. The brown spot is almose certainly carbon, and is thus inert. We are, however, having this verified kby an outside laboratory. This small brown spot should have normally been rejected during visual inspection. The isse has been discussed with the qc inspectors during the routine quality meetings.